Event description:
Rep alleged that the jacketing where the pendant cable enters the body of the pendant is cracking and has exposed bare metal wires inside the cable. A replacement pendant was ordered for the account to resolve the issue.